Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with a wound dehiscence at an unspecified time following c-section. The patient was returned to surgery for repair. The surgeon reports that the suture was broken in the middle of the wound.